Event description:
A (B)(6) male pt reported to zoll customer support that he was receiving frequent check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt alarms) has been confirmed. Upon investigation the pulse wire was open in the electrode belt cable connecting the distribution node (dn) and ECG "b", which caused the reported alarms. The root cause for the open wire could not be positively identified, but the damage likely resulted from excessive force on the cable section. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.